Event description:
Two of eight electrodes did not work. The products were identified as 682 (red/blue) and 679 (red/white). The colors indicated the rings at the end of the electrode. Customer ordered quantity 20 strips in 2005 and another quantity 20 strips 2 days later.